Event description:
It was reported that the following implants were being removed: ascend flex humeral system & perform reverse glenoid system. The initial pre-op diagnosis was that the patient¿s shoulder was dislocating & from CT review, it was initially believed that the ascend flex stem was loose & required replacement with a different system. During surgery it was identified that the ascend flex humeral tray (morse taper) had disengaged from the ascend flex humeral stem & had been rotating around the stem. The stem component was well fixed. The ascend flex humeral tray (& insert) were removed & replaced. The perform reversed glenosphere was also removed, due to scratches on this component & replaced. The construct was reduced & surgeon was happy with range of motion. The consultant would like these removed implants to be investigated to identify if there was any flaw/implant failure in the morse taper of the tray resulting in the issues leading to a revision.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Manufacturer narrative:
Please note the corrections in the d4 lot #, d4 serial #, d9/h3 product available to stryker, and h3: the reported event could not be confirmed since the involved device was not returned for evaluation (products discarded due to contamination issues) and no visible evidences, from the x-rays and image provided for review, could confirm the stem/tray disengagement. Since post-operative x-rays taken were provided, the opinion of the medical expert was requested and stated: "(...) The information that could help us to assess to root cause is unfortunately not available. We could use information on the index surgery in relation to whether the reverse stem-tray assembly was performed on the back table or in vivo, whether the taper was undamaged, whether it was put in at the desired position. There are no clues on the x-ray or CT-scan that led us to the root cause of this event, other than the scratch marks on the stem as shown in the photograph. I agree with the surgeon that inspection of the retrieved tray is an essential part of this assessment (...) There has been no disassembly in the sense of a visible separation of the tray form the stem. Therefore, this is also not visible on the x-ray and was an unexpected finding for the surgeon. The event was that the morse taper wasn¿t fully engaged, giving the tray the possibility of pivoting around the taper (...) There are no reasons to believe that the patient¿s condition has contributed to the reported event". The opinion of a r&d expert was requested and confirmed also that on the provided x-rays: "(...) The tray seems to be in place on the stem" but "does not necessarily mean impacted, that is impossible to see on an x-ray". More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. As a reminder, the labeling documents state that: "the surgeon should inspect the implant tapers and mating surfaces for debris or blemishes before assembly. The tapers should be clean and dry for assembly". Moreover, "the following situations threaten the success of the shoulder replacement implant: - sport activity or high activity level (...)" And "the fact that active motion in the arm is restricted in daily activity as only elbow, wrist and finger motion is allowed during the rehabilitation (....)". A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown.

Event description:
It was reported that the following implants were being removed: ascend flex humeral system & perform reverse glenoid system. The initial pre-op diagnosis was that the patient¿s shoulder was dislocating & from CT review, it was initially believed that the ascend flex stem was loose & required replacement with a different system. During surgery it was identified that the ascend flex humeral tray (morse taper) had disengaged from the ascend flex humeral stem & had been rotating around the stem. The stem component was well fixed. The ascend flex humeral tray (& insert) were removed & replaced. The perform reversed glenosphere was also removed, due to scratches on this component & replaced. The construct was reduced & surgeon was happy with range of motion. The consultant would like these removed implants to be investigated to identify if there was any flaw/implant failure in the morse taper of the tray resulting in the issues leading to a revision.